Event description:
It was reported that a patient was being prepared for impella 5.5 support due to postcardiotomy cardiogenic shock. There was initial difficulty accessing the left ventricle, difficultly placing the placement catheter and wire due to new aortic valve and the patient being on extracorporeal membrane oxygenation and intra-aortic balloon pump. The surgeon opted to use al1 with proglide stiff access. The impella was successfully placed. The patient ultimately expired as care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned. The cause of the positioning issue was determined to be related to the anatomy of the patient since there was difficultly placing placement catheter and wire due to new aortic valve and patient being on ECMO and intra aortic balloon pump. The device passed all post sterile inspection checks.